Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar complaints from the reported lot. Based on the information reviewed, a cause for the reported torn clip introducer could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report a tear of the clip introducer during device preparation. It was reported that during preparation of the clip delivery system (cds) that the clip introducer was torn when the clip was retracted back into the clip introducer. The cds was not used. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.